Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds with intermittent loss of capture (loc). The lead was reprogrammed to maximum outputs and remains implanted.